Event description:
It was reported there was intermittent stimulation as the cable was moved during a procedure on (B)(6) 2014. The implant and explant date were (B)(6) 2014. The device was not used with/in the patient. The intended use of the device was treatment. There was no patient death or injury. Additional information received reported both the temporary trial leads experienced ¿intermittent capture.¿ the lead/multi lead trialing cable (mltc) connection were evaluated and confirmed. It was noted that replacing the mltc remedied the problem. The post-trial lead implant system functioned appropriately.

Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n450160, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID ne u_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).